Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to malfunction. Another manufacturer's device was implanted. There were no complications and the patient was okay.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of malfunction was confirmed via product analysis of the cylinder and reservoir. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to malfunction. Another manufacturer's device was implanted. There were no complications and the patient was okay.